Event description:
Additional information received indicated that noise could not be reproduced in real time. The physician reprogrammed the device to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing due to noise were observed on the right ventricular lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.